Event description:
It was reported that the medical personnel was unable to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD) during a routine in office interrogation. A magnet reset did produce audible tones as expected, however an interrogation was still unsuccessful. The field representative was contacted by phone in order to assist with further troubleshooting, but interrogation remained unsuccessful. They will be scheduling another in office check with a field representative, but it has not yet occurred. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no objective evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. This report is being filed to revise the adverse event/product problem and correct the outcomes attributed to adverse event.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the medical personnel was unable to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD) during a routine in office interrogation. A magnet reset did produce audible tones as expected, however an interrogation was still unsuccessful. The field representative was contacted by phone in order to assist with further troubleshooting, but interrogation remained unsuccessful. They will be scheduling another in office check with a field representative, but it has not yet occurred. The s-ICD remains in service and no adverse patient effects were reported.